Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
A (B)(6) year old male underwent evar on (B)(6) 2012. The endograft was placed according to instructions for use (IFU). Upon angiogram, there was a noted type 3 endoleak in the right common iliac. The seal zones were re-ballooned with coda balloon. The second angiogram confirmed endoleak was still present. The physician determined there must have been graft integrity compromise of one of the iliac leg graft. The physician relined the proximal portion of the zenith spiral z iliac limb. This device was ballooned with a coda balloon again and another angiogram confirmed the endoleak was still present for the distal portion of the limb. The physician then decided to place another graft for the distal portion of the limb with a shorter limb. This graft was again ballooned with a coda balloon. Another angiogram was performed, showing exclusion of the endoleak. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.